Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic liver resection procedure, the top jaw broke away from the device. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device will be returned.